Event description:
Device report 2 of 2: reference MFR report 1627487-2012-09322. It was reported the pt had been experiencing pain at the ipg pocket and the lead insertion site. Pt underwent surgical intervention. The physician decided to reposition the ipg into another pocket. Further follow-up revealed, the pt is doing well and the issues has been resolved.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.